Manufacturer narrative:
Beckman coulter customer technical specialist (cts) assisted the customer remotely and evaluated the unicel dxc 800 pro chemistry analyzer. The failure mode was identified as a defective sodium electrode. The sodium electrode was replaced to resolve the issue. System performance was verified by the customer. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low sodium (na) patient results on their unicel dxc 800 pro clinical chemistry analyzer. The customer repeated the samples on another dxc analyzer with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.